Manufacturer narrative:
Implant implanted in (B)(6) month of the year 2016, the exect date is unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: jackson technique, levels implanted: s1 it was reported that on an unknown date, post-op, it was found that a screw was broken but there was no pain in the patient at this point. Product came in contact with the patient. No patient complications were reported. Post-op, right s1 screw fractured. The patient did not have pain so revision was not scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.